Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, st elevation was noted. Vascular stenosis was observed by coronary angiography. Nitroglycerin was administered to resolve the issue. The st elevation and stenosis were a result of a spasm. The case was aborted. The patient status was 'alive - with injury.' No further patient complications have been reported as a result of this event.